Event description:
It was reported the camera head had a blurry image and slice in the cord. The issue was detected during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: blurry image due to moisture inside the charged coupled device lens. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a blurry image and slice in the cord. The issue was detected during reprocessing. There were no reports of patient involvement.